Manufacturer narrative:
(B)(4).

Event description:
It was reported inappropriate auto mode switching episodes were observed due to atrial oversensing following ventricular paces during threshold tests. The patient was asymptomatic. Programming changes were recommended. The patient condition is stable before and after the event.